Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, dyspnea and restenosis, as listed in the absorb gt1 instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Voluntary medwatch report number mw5075563. (B)(4).

Event description:
Voluntary medwatch report (mw5075563) was received and states: in 2017, I had the abbott gt1 bvs absorb stent placed in my heart, after 9 months the stent failed. I started getting chest pain and shortness of breath. I had to be restented on 2018. Additional information received: in addition to experiencing chest pain and shortness of breath, the patient failed a stress test and was hospitalized. A computed axial tomography (cat) scan and an angiography were performed, revealing a 95% occlusion of the scaffold. A 3.0 x 33 mm xience alpine stent was implanted as treatment. There was no reported adverse patient sequela. No additional information was provided.